Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 150 to 160 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 85 mg/dl and 74 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date / time not set): 1: 85mg/dl, (B)(6) 2015 03:20am. 2: 128mg/dl, (B)(6) 2015 09:06pm. Adverse event not reported.